Event description:
It was reported that prior to implant, extended charge times were observed with multiple attempts performing capacitor maintenances the device was not implanted.

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory. The device was tested on the bench and charge times were normal using a set of known good capacitors. The original hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the charge timeout was an internal hv capacitor anomaly. (B)(6).